Manufacturer narrative:
Visual inspection revealed that button #2 had been fully depressed and button #3 (for balloon retraction) was not retracted. The balloon was torn, approximately 3 mm from the balloon's proximal bond and the distal segment was not returned with the device. The distal balloon shaft was also stripped away from the core wire. The proximal balloon bond area was free of damage and the adhesive taper remained intact. A notch at the distal end of the advancer tube indicated aggressive angular contact between the polyimide shaft and the advancer tube. Blood was observed in the inflation tube which indicated that the balloon may have been torn or there was a leak in the balloon when the user attempted to deflate the balloon. This condition could cause the balloon material to bunch or cluster at the distal end of the advancer tube and present resistance during retraction. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The probable cause of the balloon retraction jam may have been balloon material bunch or cluster at the distal end of the advancer tube. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported that during swell time the inflation indicator went down as if the balloon was deflating. Tried to re-inflate the balloon and the same thing happened again. Attempted to deflate all the way and remove the device from the patient but met resistance trying to remove the device. Eventually they were able to get the device removed safely. Manual compression was applied for 30 minutes or less. No further treatment was required for this incident. The patient was noted to be doing fine and was not hospitalized. Additional information was requested but is not available. Vessel location: peripheral sheath size: 5f.